Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported, the device did not deliver. The device was returned to the technology management department with an unsigned note that stated, "not pulling secondary port." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.